Event description:
Boston scientific received information that the patient this cardiac resynchronization therapy defibrillator (crt-d) device was scheduled to undergo revision procedure. The patient has thin skin and redness around the edges of the device. There is a history of infection with this patient and the physician decided to move the pocket to a more superior location and utilize an anti-microbial pouch. There was no device allegation reported. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.